Event description:
It was reported that the tip broke off during a case; however, the tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (electrode) was confirmed on the returned unit. The detached electrode was returned with the unit. According to the risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non conforming component. If there was a non-conforming component root cause, it is anticipated that the occurrence of failure would be more widespread. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a non-conforming root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. The unit was connected to a serfas energy console. A p4 error code was observed. A p4 error corresponds to a probe communication error ¿ errors occurred when the serfas energy console tried to detect the presence of a probe or during the communication with an already detected probe. Possible causes are: the probe is not plugged in properly to the console, the probe is defective or there is a serfas energy console hardware failure. The probe was properly connected to the console. It is possible that the console prompted a p4 error after detecting an open circuit between the electrical connection (electrode missing) instead of the p2 error code (probe expired error - the time since the first activations of the current probe has exceeded 24 hours). A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The other possibility for the console to prompt a p4 error is a temporary communication error with the e-prom. However, when the e-prom was connected to the serfas energy programmer box, no communication problem was observed with the e-prom. The activation history was retrived from the e-prom normally. Poor assembly process. The following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process. A continuity test (resistance measurement) is performed after the unit is assembled which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. A possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and previous complaint history. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. The returned unit showed no evident signs that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force was used during surgery, exceeding the part strength, which can result in the damage observed and which is contraindicated as per user instructions for the serfas energy probes family. However, it can not be ruled out that the electrode might have been exposed to cantilever forces during the heavy cutting of tissue performed during surgery as evidenced by the activation history which could have led to the detaching of the electrode. The user¿s instructions states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. This event did not involve a product problem indicating an adverse trend or unanticipated hazard. The actual failure rate for the limited injury harm level reported in this complaint complies with the threshold established in the risk document. The instructions for use for the serfas energy probes include specific instructions and warnings for the user to prevent the reported condition. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that the tip broke off during a case; however, the tip was retrieved.